Manufacturer narrative:
Investigation summary: bd received samples from the customer facility for investigation. The samples were tested/evaluated and the customer's indicated failure mode for separates with the incident lot was not observed as all product specifications were met. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformance's during manufacturing of the product. Investigation conclusion: based on evaluation of the customer samples, the customer¿s indicated failure mode for separates with the incident lot was not observed as all samples met the required specifications. Root cause description: based on the investigation, a root cause could not be determined. The product was found to be in conformance and meet release specifications. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that bd vacutainer® plus plastic transport kit for ua chemistry urine testing straw separated from the holder. No serious injury or medical intervention was reported. Verbatim: "material no. 364990, lot no. 8179594. Customer reports urine straw separated from holder when pressure was applied. Customer stated, - "I am inquiring if you've heard of any other instances of the urinalysis transfer straw kit coming apart when applying pressure to the needle from the urinalysis plus urine tube? We had an occurrence last week that the needle and straw came apart from the holder and fell into the urine cup where the needle was then just sticking up out of the urine cup. No exposure occurred, but she did bring it to my attention that she had never seen this happen before. This is for ref# (B)(4) and has lot# 8179594 exp. 7/2020. Thank you for the follow up."

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd vacutainer® plus plastic transport kit for ua chemistry urine testing straw separated from the holder. No serious injury or medical intervention was reported. Verbatim: "material no. 364990, lot no. 8179594. Customer reports urine straw separated from holder when pressure was applied. Customer stated, - "I am inquiring if you've heard of any other instances of the urinalysis transfer straw kit coming apart when applying pressure to the needle from the urinalysis plus urine tube? We had an occurrence last week that the needle and straw came apart from the holder and fell into the urine cup where the needle was then just sticking up out of the urine cup. No exposure occurred, but she did bring it to my attention that she had never seen this happen before. This is for ref# 364990 and has lot# 8179594, exp. 7/2020. Thank you for the follow up."